Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
It was reported that the patient was administered a topical steroid on (B)(6) 2017 for two weeks due to an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2018. There are no plans to place another abutment.